Event description:
It was reported that the patient underwent surgery for treatment of spondylolisthesis. During implant of posterior fixation, the surgeon was unable to break-off one of the setscrews. The bone screw and setscrew were replaced and again the setscrew would not break-off. Finally, the surgeon broke off the setscrew tab outside the patient and inserted the screw with no further complications. There were no patient complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. The threads of the setscrew are damaged on one side. Gauged inspection found that the major diameter of the setscrew is out of specifications due to the damaged threads. The bone screw was also evaluated. The head of the screw appears to be in good condition and the slot width was found within specification. A review of the device history records found no documentation to indicate any non-conformance to specification.